Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an unexpected restart alarm on their insulin pump. Troubleshooting for the unexpected restart alarm was performed. Customer has had multiple unexpected restart alarms. Customer was advised that the device would be replaced and agreed to return the product for analysis.